Event description:
During a procedure to treat a basilar aneurysm (2.5cm), the enterprise stent was brought forward into the prowler select plus microcatheter to its anatomical position, from the posterior cerebral to the upper basilar, but when the stent was delivered it was recognized that contact was missing between the wire and distal tip. However, to prevent loosing the position of the microcatheter, it was essential in the procedure, it was decided that the stent was delivered; it then became obvious that the tip remained in situ when the remaining part of the wire was brought back. The stent itself expanded normally within the anatomy. Due to the high amount of anti platelet therapy given, and the uncertainty whether the tip was still potentially connected to the stent, no efforts were undertaken to remove the tip with the use of snares, etc. No resistance was noted at anytime during use, however when attempting to retract the stent in the microcatheter (before the stent was positioned over the neck of the aneurysm), it was noticed that the stent was not moving so it was assumed that there was problem at this point, and it was decided to go ahead and deploy the stent because the operator did not want to try and cross the neck of the aneurysm with another microcatheter. There was no indication that the delivery got caught up with the stent or any device during withdrawal, and there was no significant curvature noted in this aneurysm treatment. It was a large basilar tip aneurysm. He noticed no problem with the stent except when he tried to retract the device inside the microcatheter. After deployment of the stent, the fractured section showed no movement from angiography run post stent deployment and confirmed at the end of the procedure. Another angiogram was done 24 hours later with no movement.

Manufacturer narrative:
The physician does not know how the fractured wire is not moving but since it has not moved he assumes the wire tip is secured by the primary stent placement. He has not deployed a second stent at this time. An additional embolization procedure will be conducted to treat an aneurysm re-growth, and during the procedure, and also to see if the stent tip has moved and if it has he may place an additional stent to further secure the distal tip. If the tip has not moved, it may be left alone. No torque or twisting was conducted with the enterprise system, and the distal tip was not trapped or engaged in a small vessel. The microcatheter was distal to the aneurysm upon deployment of the stent, and it was always distal to the stent. Prior to the event, the device was unpacked and put through the rotating adapter in its plastic sheath, and saline was flush back at the end of the plastic sheath. The distal tip of the delivery wire was not re-shaped prior to use. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a procedure to treat a basilar aneurysm (2.5cm), the distal tip of the enterprise delivery wire separated during use in the patient and remained in the patient. The enterprise stent was brought forward into the prowler select plus microcatheter (mc) to its anatomical position, from the posterior cerebral artery to the upper basilar artery. When the stent was delivered, it was recognized that contact was missing between the wire and distal tip. However, to prevent loosing the position of the microcatheter, which was essential in the procedure, the decision was made to deliver the stent. It then became obvious that the tip remained in situ when the remaining part of the wire was brought back. The stent itself expanded normally within the anatomy. Due to the high amount of anti platelet therapy given, and the uncertainty whether the tip was still potentially connected to the stent, no efforts were undertaken to remove the tip with the use of snares, etc. No resistance was noted at anytime during use, however, when attempting to retract the stent in the microcatheter (before the stent was positioned over the neck of the aneurysm), it was noticed that the stent was not moving so it was assumed that there was a problem at this point. There was no indication that the delivery got caught up with the stent or any device during withdrawal, and there was no significant curvature noted in the area of the large basilar tip aneurysm being treated. Prior to the event, the device was unpacked and put through the rotating adapter in its plastic sheath, and saline was flush back at the end of the plastic sheath. The distal tip of the delivery wire was not re-shaped prior to use. No torque or twisting was conducted with the enterprise system, and the distal tip was not trapped or engaged in a small vessel. The microcatheter was distal to the aneurysm upon deployment of the stent, and it was always distal to the stent. After deployment of the stent, the fractured section showed no movement with angiography run post stent deployment and it was confirmed at the end of the procedure to have not moved. Another angiogram was done 24 hours later with no movement of the distal tip of the delivery wire. The physician does not know why the fractured wire is not moving, but since it has not moved, he assumes the wire tip is secured by the primary stent placement. It was initially reported that an additional embolization procedure will be conducted to treat an aneurysm re-growth, and during this follow-up procedure, the position of the distal tip will be evaluated. With follow-up investigation, it was reported that the patient is doing fine, but was having additional symptoms related to the aneurysm's mass effect, so additional coils will be added. At this time, if the distal tip has moved an additional stent may be placed to further secure it. If it has not moved, it may be left alone. No further information is available. It was reported that the enterprise delivery system was discarded and therefore, is not available for analysis. Requested procedural images have not been provided. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10018694. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As reported, during delivery, there was no indication that the delivery wire got caught with the stent or any other device; however, it appears that the wire tip is secured by the stent. Based on the available information and without the return of the proximal section of the enterprise delivery wire for analysis or procedural images specific to the timing of the event, no conclusion can be made regarding possible factors contributing to the separation of the distal tip of the delivery wire. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.